Event description:
It was reported that the patient was seen by their healthcare professional at the clinic on (B)(6) 2012 where they were diagnosed with a urinary tract infection with hematuria. It was decided to turn the patient's implantable neurostimulator (ins) off. The patient was given antibiotics for the infection. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3889-33 lot# v562249, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), (B)(4).